Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her blood glucose results were reading as control solution on her onetouch verio 2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on ¿(B)(6) 2017, 08:20¿. The patient reported that she obtained a blood glucose result of ¿106mg/dl¿ on the subject meter that read as control solution and that it had happened six times when attempting to obtain a result. The patient reported that they take medications including metformin to manage her diabetes and made no change to her usual diabetes management routine of 500mg metformin in the morning in response to the alleged product issue. The patient reported that on an unspecified time after the alleged issue began she developed the symptoms of ¿anxious and shaky¿. The patient did not specify if she received any treatment. At the time of trouble shooting, the cca confirmed that the test strips had been stored correctly and not expired and the patient¿s testing technique was correct. The product issue remained unresolved after walking the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.